Event description:
It was reported by an attorney that a patient underwent a sling procedure (B)(6) 2007. Concomitantly, the patient underwent a hysterectomy. The patient was seen by the physician for a follow-up on (B)(6) 2008 and the physician felt she had made a good recovery from surgery. The patient started to experience symptoms of incontinence from the bladder, frequency and nocturia and required to wear pads at night. The patient was examined by a different physician in (B)(6) 2011. Upon exam, the physician could feel the mesh but felt it had not eroded into the bladder. The patient underwent a flexible cystoscopy on (B)(6) 2012 which demonstrated no evidence of mesh erosion in the urethra or bladder. The patient was given botox injections in attempt to control infection. No further information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.